Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the test strips, stating the test strips did not fit into the meter. Customer did not have any of test strips or the vial available and was unable to provide the lot number, but had confirmed that they had been our brand test strips. Customer was unable to provide any further information or troubleshoot with the alleged defective product. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer had another vial of test strips that had been stored and handled correctly, lot zx6118s. During the call, a blood test was performed by the customer and produced test result of 124 mg/dl using the meter.